Event description:
The customer reported the device is broken/damaged. No patient involvement.

Manufacturer narrative:
Additional information: h2, h10 (investigation results). Correction: g1, g4, h3, h6 (method, results, conclusion), h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 08/14/2018 to present date 12/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected product has been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device is broken/damaged. No patient involvement.